Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure implants had migrated") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), swelling ("severe swelling"), menorrhagia ("abnormal, heavy menstrual bleeding/prolonged menses") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed in 2011. At the time of the report, the device dislocation, abdominal pain, swelling, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, menorrhagia and swelling to be related to essure (ess205). The reporter commented: in 2011 plaintiff performed a total hysterectomy procedure for removal surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.